Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the battery met all requirements for release. Failure analysis of the returned device passed visual inspection. Functional testing revealed led indicators were not responding when the gas gauge button was pressed. An internal inspection of the battery revealed that the gas gauge integrated circuit was improperly soldered. If the soldering is defective; the battery led indicator may not respond when the gas gauge button is pressed. The integrated circuit was resoldered to the printed circuit board and the results revealed that the battery regained functionality and perform as expected. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to defective soldering between the gas gauge integrated circuit and the printed circuit board. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because battery lights were not working. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.